Event description:
A high blood glucose level was reported, with measurements reaching 900 or 1000 mg/dl. Cause was not known. The customer changed the site of the glucose monitor but had not administered an injection yet, planning to do so upon returning home. The control iq feature was on, and the customer did not require third-party assistance or additional support from technical support. No further assistance was needed, and the customer declined a follow-up call as well as a supplies check.